Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage had occurred. A percutaneous coronary intervention was being performed to treat a calcified lesion in the right coronary artery. The 3.00 x 20 synergy coronary drug-eluting stent was delivered to the lesion but did not deploy. The stent was removed so further vessel preparation could be performed. When the physician requested the stent again, it was noticed that some of the struts on the proximal end of the strut were not set against the balloon. Another of the same stent was used to complete the procedure and the patient was noted to be stable.

Manufacturer narrative:
Device is a combination product. Device returned to manufacturer: the synergy drug-eluting stent delivery system was returned and analysis was completed. A visual examination of the stent identified stent damage. The proximal struts on the first row were lifted. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage had occurred. A percutaneous coronary intervention was being performed to treat a calcified lesion in the right coronary artery. The 3.00 x 20 synergy coronary drug-eluting stent was delivered to the lesion but did not deploy. The stent was removed so further vessel preparation could be performed. When the physician requested the stent again, it was noticed that some of the struts on the proximal end of the strut were not set against the balloon. Another of the same stent was used to complete the procedure and the patient was noted to be stable.